Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had blurry image. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and for additional information. Updated fields: h2, h3, h4, h6, h11. The device was returned to the repair location for the evaluation and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had blurry image. There was no report of patient harm.